Event description:
Initial report received from an infectious disease physician in 2007: this spontaneous case involves a female pt (age unspecified) who was treated with injectable poly-l-lactic acid (sculptra) on an unspecified date "about 2 weeks ago". Medical history and concomitant medications were not provided. The physician reported that a podiatrist injected poly-l-lactic acid into the plantar surface of the pt's foot because the pt wanted to feel more comfortable when she played tennis. The podiatrist felt that he could provide extra cushion using poly-l-lactic acid. One week after treatment, the pt developed an abscess in one of the feet with a staphylococcal aureus infection. She was hospitalized overnight, treated with antibiotics, and had her foot drained. During the drainage, fluid and some of the poly-l-lactic acid material were removed. Blood cultures were negative. It was reported that the patient's foot wound is now open and that she is recovering. The reporter assessed the event as an iatrogenic infection, most likely from the podiatrist's office, as opposed to being related to poly-l-lactic acid itself. Lot number and expiration date were not provided. No further information was provided.

Manufacturer narrative:
Initial report received from an infectious disease physician in 2007: this spontaneous case involves a female pt (age unspecified) who was treated with injectable poly-l-lactic acid (sculptra) on an unspecified date, "about 2 weeks ago". Medical history and concomitant medications were not provided. The physician reported that a podiatrist injected poly-l-lactic acid into the plantar surface of the pt's foot because the pt wanted to feel more comfortable when she played tennis. The podiatrist felt that he could provide extra cushion using poly-l-lactic acid. One week after treatment, the pt developed an abscess in one of the feet with a staphylococcus aureus infection. She was hospitalized overnight, treated with antibiotics (nos), and had her foot drained. During the drainage, fluid and some of the poly-l-lactic acid material were removed. Blood cultures were negative. It was reported that the pt's foot wound is now open and that she is recovering. The reporter assessed the event as an iatrogenic infection, most likely from the podiatrist's office, as opposed to being related to poly-l-lactic acid itself. Lot number and expiration date were not provided. No further info was provided.